Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture; baker grade iii," "seroma-late," and "lymphedema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema, seroma-late, and capsular contracture; baker grade iii.

Event description:
Medical staff reported a left side capsular contracture (baker grade iii), hard and deformed breast, effusion and lymphedema. Device has been explanted.